Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump did not vibrate. The settings were correct. The anomaly persisted after a battery change and the insulin pump did not alarm during the self test. The blood glucose reading was 127 mg/dl. The insulin pump will be replaced and returned for analysis.